Manufacturer narrative:
(B)(4). The lot was manufactured from 10/02/2012 to 10/04/2012. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused, leaving approximately 80 ml of solution in its bladder after 48 hours of patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.